Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Peeling and detachment of the insulation was observed at the tip of the hot jaw and remained attached at the base. Based on the returned condition of the device the reported failure mode was confirmed for ¿bent wire detached¿ and the analyzed failure mode "peeled silicone jaw" was confirmed specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were defective upon opening its packaging. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were defective upon opening its packaging. A replacement device was used to complete the procedure. The hospital did not report any patient effects.